Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm shunt. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).